Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 2 instruments broke while removing an old knee implant for a knee revision.